Manufacturer narrative:
Concomitant medical products: syringe, size and MFR. Unknown. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a pediatric surgical heart patient began to decompensate. The surgeon was at the patient's bedside and ordered epinephrine to be delivered. After the medication was given, the patient did not respond and the epinephrine dose/rate was increased. The patient continued to decompensate with the dose/rate continuing to be titrated via the syringe pump module. Ultimately, the patient coded and passed away. After the event, the surgeon discovered that the stopcock to the patient was in the "off" position. There was an internal root cause analysis (rca) performed by the customer in which it was found that the event was related to the stopcock that was "off" to the patient. Note: this event was reported while a bd employee was onsite to assess a recent product concern of the devices not alarming for occlusions in which it was found that the occlusion alarm limits are set too high for the syringe pump modules which could prolong alarms with low flow rates. Education was provided while the bd employee was on site.